Event description:
The patient was implanted with a left ventricular assist device (lvad). A device tracking form was submitted to the MFR indicating that approximately 2 months post implant, the pump was exchanged due to fibrin plaque.

Manufacturer narrative:
The MFR is attempting to acquire the pump for analysis. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.